Manufacturer narrative:
D10: 02-010-01-0340 - logic femoral ps cem right sz 4: (B)(6), 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm: (B)(6), 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t: (B)(6), 200-02-32 - three peg patella 32mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient received an initial right tka approximately 6 years and 8 months ago. Subsequently, the patient reported that "their right knee replacement is not functioning properly due to cracking, and they cannot walk without assistance". As a result, the patient is scheduled for a revision. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 - type of investigation, investigation findings, investigation conclusions and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. The reason for the reported event cannot be confirmed from the information provided but may be due to cracking and/or inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.